Event description:
It was reported that a patient presented to the "center" after high watt alarms with hematuria and elevated lactate dehydrogenase (ldh) levels. It is stated that the facility started the patient on intravenous (IV) anticoagulation medication. The patient outcome is unknown at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). Hvad is still implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use information about high watts- this alarm warns of a high power condition in running the system. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. Implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including device thrombosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) was not returned as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" on the day before the reported event. A rise in power consumption outside the normal operating range was logged starting approximately a week prior to the reported event date. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. No additional information will be forthcoming.